Event description:
Pt may as reported through a foreign news report have received excessive radiation exposure when undergoing radiation therapy treatment on a therapy device. One hundred and nine pts were involed from 8/26-8/27/96. This has been attributed to an error in dosimetery b the user of the equipment. There has been no reported malfunction o the device. Several of the pts reportedly have exhibited symptoms of chronic radiation overexposure and 3 pts described as being terminal cancer pts have died.